Manufacturer narrative:
D4: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed multiple cassette not attached properly errors. No service history was found within the past 12 months. Visual inspection was performed and no anomalies were observed. Functional testing was conducted; the reported error could not be replicated, though it was confirmed in the event log. The complainant¿s allegation was verified. The probable cause could not be determined. The device successfully passed all functional tests.

Event description:
It was reported that the pump has cassette not attached error. The event during self-test. There was no patient involvement or harm.

Manufacturer narrative:
H4. Device MFR date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.